Event description:
I used to also have a problem with renu, but this was a while back. When I was in college, I started getting a lot of scratches on my cornea from my contacts. I was a "good" contact lens wearer in that I did not sleep in my contacts. The event that stuck out the most was when I scratched my cornea while vacationing in another country. Since this had been the 4th or 5th time in the past 6 months that I had scratched it, I went to see my optometrist as soon as I got back. He suggested that I switch to a hydrogen peroxide base solution for my contacts. He said that "something" was irritating my eye causing the bumps underneath my eyelid to stick to the contacts leaving deposit on my contact which eventually led to me getting a scratched cornea. So I switched to a hydrogen based solution and have never gone back since. I also have to use 2 forms of eyedrops to keep my lenses lubricated. I'm telling you this because maybe this is a long-standing problem with renu formula and maybe now its just being reproted more or maybe there are just a lot more patients out there now that need to be using a hydrogen peroxide based solution for their contacts.

Event description:
I used to also have a problem with renu, but this was a while back. When I was in college, I started getting a lot of scratches on my cornea from my contacts. I was a "good" contact lens wearer in that I did not sleep in my contacts. The event that stuck out the most was when I scratched my cornea while vacationing in another country. Since this had been the 4th or 5th time in the past 6 months that I had scratched it, I went to see my optometrist as soon as I got back. He suggested that I switch to a hydrogen peroxide base solution for my contacts. He said that "something" was irritating my eye causing the bumps underneath my eyelid to stick to the contacts leaving deposit on my contact which eventually led to me getting a scratched cornea. So I switched to a hydrogen base solution and have never gone back since. I also have to use 2 forms of eyedrops to keep my lenses lubricated. I'm telling you this because maybe this is a long-standing problem with renu formula and maybe now its just being reported more or maybe there are just a lot more patients out there now that need to be using a hydrogen peroxide based solution for this contacts.